Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with black shadow on the display due to warped and uneven printed circuit board on the lcd board. The device had cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported the customer had a partial display on their insulin pump. Customer stated there was a shadow on their lcd screen that made it hard to read their insulin pump. The customer's blood glucose was 195 mg/dl. The customer stated their insulin pump was not dropped or bumped. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.